Event description:
It was reported that the band was removed due to erosion. The patient was not coming in for regular band adjustments. The patient was discharged after the explant. There were no other reported patient complications.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.